Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported thin flaps on four patient's left eye. The smallest thickness of the flap was at two o'clock position (from the temporal side). Additional information has been requested. There are multiple related reports for this facility. This report addresses case two, female patient and other manufacturer reports will be filed.

Event description:
Additional information received reported the patient was having difficulty focusing vision at close range. Post-operatively the patient¿s eyelid skin was reported to be clean and normal color. The conjunctiva of the eyelids and transitional folds were pale pink and no discharge was noted. The cornea is transparent. Interface was not visualized. The valve was adjacent and anterior chamber depth was medium. Moisture was transparent. The iris color and pattern was not changed the pupil was round. The lens was transparent and the fundus reflex was pink.

Manufacturer narrative:
Additional information provided in a.1., a.2., b.5., b.6., d.10., h.3., h.6., and h.10. The company service representative examined the system and was unable to replicate the reported event. As a preventative measure the company service representative performed energy, calibration and flap polynomial calibration following a system restart. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).